Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: this report has already been filed under manufacturer report number: 1627487-2020-48881.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had her scs ipg explanted and replaced on (B)(6) 2021 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.